Event description:
It has been reported to philips that device's c-arm was unable to rotate or angle. The device was in clinical use at the time of the reported event. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem occurred during a planned treatment and it was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed that the system c-arm was unable to rotate or angle. Upon functional testing, the fse checked the geo module operations and lao/rao rotation didn¿t work, checked system diagnostics, and found a "post error of the frontal angulate rotate joystick." Due to intermittent failure. To resolve the issue, the fse replaced the replaced geo module. After replacement, the system worked normally and returned to use in good working order. The codes were updated based on the investigation outcome.